Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. X-ray was performed in the clinic and no lead anomalies were observed. The device was reprogrammed. The patient was doing fine.